Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that while inserting matrix pedicle screw, the threaded tip of the screwdriver retaining sleeve broke. This happened to two pieces of this instrument in two different sets. This report is 2 of 2 for complaint. (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device instrument and is an is not implanted/explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.